Manufacturer narrative:
(B)(6) 2025 - this incident will be reported to the FDA due to the lack of information from the consumer. Not enough information to confirm if this injury was serious. The consumer has asked to return the product for a device evaluation. To date, we have not received the device.

Event description:
(B)(6) 2025 - the consumer claims to have burned her wrist, right hand and ankle while in use of the device. Medical attention was not received as the consumer treated herself. The consumer requested a replacement with a similar device that has a temperature setting.